Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Investigation summary : two photos along with the product was returned to ethicon endo-surgery for evaluation. During the visual analysis of the two photos submitted for evaluation, the following was observed: the photos show a white reload, the cartridge batch is not visible. Based on the photos the event described was confirmed, however no conclusion or root cause could be determined. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gst45w reload was returned without batch number and no apparent damages were noted. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during a complaint analysis a gst45w reload was found without a batch number. This reload was found without any packaging. No patient involvement. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023 d4: batch # unk an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.